Event description:
It was reported that the ventricular connector was broken. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the lower part of the display had missing lines, the display was determined to be defective. (B)(4).